Event description:
During the unknown procedure, on the 1st firing the original reload did staple and cut. Many of the staples were in "v" formation. Doctor oversewed with 3-0 silk. Pulled another reload, and the 2nd gun worked fine. No patient consequence. The device has been discarded.